Manufacturer narrative:
Result: module.

Event description:
It was reported by service report that the foot board modules were broken causing areas where fluid could ingress and cause loss of functions such as bed exit and scale. No patient involvement or adverse consequences are reported.